Manufacturer narrative:
The inspection is pending. A final report will be submitted with investigation findings.

Event description:
The customer reported that the surveyor central didn't provide an alarm. This event was captured under hillrom complaint ref #(B)(4).

Event description:
The customer reported that the surveyor central didn't provide an alarm. This event was captured under hillrom complaint ref #(B)(4).

Manufacturer narrative:
During investigation is was found that the device passed all patient logging and log collection for analysis. The reported problem of failure to report asystole was not confirmed during the evaluation. The device met the specifications for the reported issue. The cause of the problem reported by the customer could not be identified. The surveyor central station system is intended for monitoring of physiological signs, including cardiac and vital signs, for multiple patients within a medical facility. The system can receive, display and store data from up to a maximum of 64 multi-parameter patient monitors, mobile monitors, and/or telemetry systems. The system can support patient monitoring and telemetry monitoring modes simultaneously. Patient monitors can be surveyor s12 or s19 patient monitoring systems. Ambulatory telemetry transmitter and mobile monitor sources can be surveyor s4 systems. In patient monitoring mode, the patient monitors provide primary monitoring functionality while the surveyor central station system provides continuous secondary monitoring of patients including alarm reception and management, display and storage of parameters and waveforms including full-disclosure, automatic and ondemand generation of various printed reports using a network-attached printer. In telemetry monitoring mode, the surveyor central station provides primary monitoring of patients including display of values and waveforms, alarm generation and management, data storage, patient management and report printing functionality. Patients are monitored through telemetry, when moving in a defined area, of a variable size depending on layout and thickness of walls. In order to guarantee a proper signal transmission in each different situation, an antenna network can be installed according to customer needs. The data and analysis provided by the surveyor central station is reviewed, confirmed, and used by trained medical personnel in the diagnosis of patients with various conditions. There was no patient injury reported and it was confirmed that the device met specification and passed all logging and log collection analysis. Therefore, baxter does not consider this to be a reportable event.